Event description:
Pt underwent MRI, with what was believed to be an MRI safe pacemaker. Changed effectiveness of pacer, and resulted in having to turn up the settings significantly to be able to achieve prior effectiveness.